Event description:
The patient, suffering from diverticulitis with fistula to the vagina, underwent a sigmoid colectomy. On day 5 post operation the patient had abdominal pain. A colonic enema revealed a leak and a hartmann procedure was performed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)), and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device production history files were reviewed and indicated that the device was released pursuant to product's specifications. The device was not available for evaluation. The physician classified the event as non-device related. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices.